Event description:
It was reported that the insulin pump is not delivering the programmed basal and boluses. Customer's blood glucose reading is 529 mg/dl. Customer is experiencing high blood glucose. Customer has treated with a manual injection. Checked the manual priming technique, correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.